Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a hole was found in the memobag during a laparoscopic gastrectomy. Therefore, the bag was replaced with a new one. Nothing remained in the patient and no harm to the patient was reported.

Manufacturer narrative:
Qn#(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of ohr revealed no production issues at the time of manufacture of the complained lot. Returned defective sample was examined and the reported defect can be confirmed. The hole/rupture was found in bag. Such hole/rupture cannot be found after bag insertion and opening depending on character of the hole I rupture. The hole I rupture was created from the inside out. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event , that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint was determined as improper method of use during memobag removal depending on character of the found hole/rupture. The hole/rupture was created from the inside out. As the root cause of this complaint was determined improper method of use on the customer side, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that a hole was found in the memobag during a laparoscopic gastrectomy. Therefore, the bag was replaced with a new one. Nothing remained in the patient and no harm to the patient was reported.